Event description:
The customer reported that obtained false positive accutni results within the risk stratification range for 8 different patient samples. The erroneous results were reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Patient samples were collected in a 4.5ml bd lihep plasma sample tube. The qc was performed within the customer's established limits on the date of the event. On (B)(6) 2011 and (B)(6) 2011 the customer performed system check which passed within the instrument specifications. Repeat testing of the patient samples on the same instrument and a different instrument produced lower results within the normal reference range of the assay. On (B)(6) 2011, field service engineer (fse) replaced a cracked home sensor on the incubator belt and verified belt alignments after correcting the belt alignment by one step. The fse verified mixer speeds and system vacuum pressures. Fse adjusted the luminometer voltage and verified hardware by performing a passing high sensitivity system check within instrument specifications. Although some repairs were completed by the fse during service, a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
(B)(4)